Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Device code (B)(4) applies to both catheters. The patient codes apply to both the pump and catheters.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 20 mg/ml morphine at 4 mg/day and 15 mg/ml bupivacaine at 3.004 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was scheduled for a catheter replacement on (B)(6) 2016. On the day of the surgery, the patient informed the device manufacturer representative (rep) that the patient was not experiencing relief for quite some time and could not recall a date. Additionally, the managing physician increased the dose at an unknown date, however the patient continued complaining of therapy loss. Upon replacement, the catheter was believed to be intact, but it was replaced anyways. The hospital discarded the catheter before the rep was able to ask for it to be returned. The entire catheter was noted to be replaced with an 8780. On (B)(6) 2017, it was stated the patient was still complaining of therapy loss and he would be going in for a pump replacement on (B)(6) 2017. No environmental, external, or patient factors were noted to have led or contributed to the issue and no diagnostics or troubleshooting was performed. The patient was noted to be "alive-no injury".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jan-06 reported the explanted pump cannot be returned. It was noted the pump was sent to the facilities pathology department and unable to obtain. Company representative (rep) was not sure if it was a device issue. It was noted the patient continued to complain about therapy loss. The catheter was first replaced, then 3 days later the pump. There was no indication that could have demonstrated a reason for loss of therapy. It was unknown if the issue was resolved. The 8784 was sent to the hospital pathology department, so rep could not obtain it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.